Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. It was reported that the patient presented to the rescue center again with bleeding from the right nostril. The nose bleed was treated with bipolar coagulation and nasal ointments. The issue resolved. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jan2016. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced bleeding from the right nostril on (B)(6) 2019. The patient had a mild infection and manipulated his nose. The bleeding was treated with nasal tamponade. On (B)(6) 2019, the patient presented with bleeding again, which was treated with bipolar coagulation and nasal ointments. No further information was provided. This report addresses the events of (B)(6) 2019. MFR. #2916596-2020-03498 addresses the events of the previous day.